Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high and low glucose alarms due to phone being in do not disturb mode. The reported issue was investigated and attempted to replicate using similar configuration of samsung galaxy s20 fe 5g with android 13 for app version 2.7.2.70772 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with freestyle librelink application. The customer reported the following information: "while using the I realized that my phone was in "do not disturb" after a family member called regarding a situation that required my immediate attention and I was not able to respond. This puts me in a situation where after updating I will not be able to have alarms from the device attached. Updated to a newer version is not compatible and the latest update to android would have affected the operation of the app due to the latest update and my device is overriding sound making my implantable tracker for heart monitoring unable to be used while their device is being used as the sound is covered. My phone due to a software update or risk my family not being able to contact me or my heart monitor not sending notifications or alarms". No further information was reported. There was no report of any self or third-party medical treatment reported. Adc customer service contacted the customer and they indicated that they "had already called us to report the fact that his app would not work with the sensors, but the customer did not wish to speak to customer service representative". Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with freestyle librelink application. The customer reported the following information: "while using the I realized that my phone was in "do not disturb" after a family member called regarding a situation that required my immediate attention and I was not able to respond. This puts me in a situation where after updating I will not be able to have alarms from the device attached. Updated to a newer version is not compatible and the latest update to android would have affected the operation of the app due to the latest update and my device is overriding sound making my implantable tracker for heart monitoring unable to be used while their device is being used as the sound is covered. My phone due to a software update or risk my family not being able to contact me or my heart monitor not sending notifications or alarms". No further information was reported. There was no report of any self or third-party medical treatment reported. Adc customer service contacted the customer and they indicated that they "had already called us to report the fact that his app would not work with the sensors, but the customer did not wish to speak to customer service representative". Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing high and low glucose alarms due to phone being in do not disturb mode. The reported issue was investigated and attempted to replicate using similar configuration of samsung galaxy s20 fe 5g with android 13 for app version 2.7.2.7077 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with freestyle librelink application. The customer reported the following information: "while using the I realized that my phone was in "do not disturb" after a family member called regarding a situation that required my immediate attention and I was not able to respond. This puts me in a situation where after updating I will not be able to have alarms from the device attached. Updated to a newer version is not compatible and the latest update to android would have affected the operation of the app due to the latest update and my device is overriding sound making my implantable tracker for heart monitoring unable to be used while their device is being used as the sound is covered. My phone due to a software update or risk my family not being able to contact me or my heart monitor not sending notifications or alarms". No further information was reported. There was no report of any self or third-party medical treatment reported. Adc customer service contacted the customer and they indicated that they "had already called us to report the fact that his app would not work with the sensors, but the customer did not wish to speak to customer service representative". Based on the information provided, there was no report of serious injury associated with this event.